Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient this 980 ventilator "switched off". There was no reported patient injury. After a review of the ventilator logs there was no evidence the ventilator shut down during use. There was however, evidence in the ventilator logs that the ventilator entered into backup ventilation (buv). The device was available for evaluation. Service personnel (sp) inspected the unit and found exhalation subsystem related power on self test (post) and background code. Sp replaced the exhalation valve flow sensor (evq) due to the corroded transducer in evq. During troubleshooting, the unit failed exhalation valve calibration with expiratory autozero error so. Sp installed a new exhalation valve (ev) and ev cable. The unit passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the buv was isolated in the field to a potential fault in the ev and/or ev cable. The cause of the post failure was isolated in the field to a potential fault in the evq due to the observed corrosion on the transducer. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient this 980 ventilator "switched off". There was no reported patient injury. After a review of the ventilator logs there was no evidence the ventilator shut down during use. There was however, evidence in the ventilator logs that the ventilator entered into backup ventilation (buv).